Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Multiple attempts to reach the customer were made to obtain information about the customer's blood glucose and to conduct troubleshooting; however, no response was received.